Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer plate lens and the lens got caught which advancing in the injector. No patient contact.

Manufacturer narrative:
Evaluation codes: results - other - visual inspection of the returned product showed that only half of the lens was returned and a piece of the haptic plate was torn off and missing. There was evidence of a clear surgical residue. Conclusion - an investigation was opened to evaluate complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, al injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.